Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by pain, vomiting and a fever of 101 degrees fahrenheit. One day after being diagnosed with the peritonitis, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with intraperitoneal (ip) fortaz (dosage information unknown) and ip ancef (given every 6 hours, dose information unknown). The following day, the patient received treatment with intravenous vancomycin (2 grams x1). One day later, the fortaz was discontinued. During the hospitalization, pd therapy was ongoing with the hospital¿s homechoice device. Four days after being admitted, the patient was discharged from the hospital. Upon discharge, treatment with ip ancef continued for 11 more days. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.